Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's mother to test the alert functionality and patient's mother reported alerts were not functional.

Manufacturer narrative:
(B)(4).